Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4)

Event description:
It was reported that the pump was replaced prophylactically to avoid in-vivo battery depletion. There was no patient injury and the patient recovered without sequela. The pump was returned to the manufacturer for disposal only. The device system was used to deliver morphine, bupivacaine and clonidine. It was reported that the patient had a defective pump in (B)(6) 2012. They ¿looked it up online¿ and they had to remove the pump a month and a half later. It was stated that it was a bad thing that they put in a defective pump because if it had kept working, the patient would have had a normal life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type: catheter; product ID 8703w, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.